Event description:
Customer reported a malfunction with the pump, which led to the blood glucose level exceeding 500 mg/dl, although the specific value was displayed as "high." The customer addressed the high blood glucose level independently with a correction injection via multiple daily injections (mdi) and did not need third-party assistance. Technical support confirmed details with the customer¿s parent and decided to replace the pump. Replacement cartridges and infusion sets were also requested due to the malfunction. The customer was guided on how to store the malfunctioning pump and was asked to return it using the provided pre-paid label.